Manufacturer narrative:
Summary of evaluation: the evaluation results could not verify this event and suggest that this event is not device related but rather is likely associated with intra-operative procedures.

Event description:
The acetabular insert would not seat properly in the cup. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.